Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received high voltage therapy for atrial fibrillation (af) with rapid ventricular response that was detected by the device as a ventricular arrhythmia. Further information received noted that the patient had not taken his medication. No programming changes were made and the cardiac resynchronization therapy defibrillator remains in use. No further patient complications have been reported as a result of this event.